Manufacturer narrative:
The serial number was not provided in the user report. This information will be provided in a supplemental report if and when made available. As the serial number was not provided, the date of manufacture could be determined. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). On (B)(4) 2016, sorin group (B)(4) received a user medwatch report (mw5063842) reporting that a patient was hospitalized in 2015 with a fever of unknown origin. A spleen biopsy tested positive for acid fast bacilli. The patient had undergone full cardiopulmonary bypass surgery in 2015 reportedly involving the use of a sorin heater-cooler system 3t. Multiple attempts have been made to contact the customer regarding the involved serial number, results of bacterial sampling (if applicable) and any additional information about the patient and his/her status. None of the attempts have resulted in direct contact with the customer. Messages have been left and no response has been received. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
On (B)(6) 2016, sorin group (B)(4) received a user medwatch report (mw5063842) reporting that a patient was hospitalized in 2015 with a fever of unknown origin. A spleen biopsy tested positive for acid fast bacilli. The patient had undergone full cardiopulmonary bypass surgery in 2015 reportedly involving the use of a sorin heater-cooler system 3t.

Manufacturer narrative:
The initial report, filed september 12, 2016, incorrectly classified the type of reportable event as "no information." The correct classification is "serious injury." Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). On (B)(4) 2016, sorin group (B)(4) received a user medwatch report (mw5063842) reporting that a patient was hospitalized in 2015 with a fever of unknown origin. A spleen biopsy tested positive for acid fast bacilli. The patient had undergone full cardiopulmonary bypass surgery in 2015 reportedly involving the use of a sorin heater-cooler system 3t. On (B)(4) 2016, sorin group received an email from the facility's lawyer stating that the facility had three sorin heater-cooler units, which have all been removed from service and replaced with new units. The new units are now placed outside the or. The customer reported that the old units were always cleaned and maintained according to the specifications in the user manual. Multiple attempts have been made to obtain additional information relating to the involved serial number(s), results of any bacterial sampling (if applicable), and any additional information about the patient and his or her current status. No other information has been received. As the involved units have been removed from service, and the facility has not provided any additional information about the units or patient, no further investigation is possible.

Manufacturer narrative:
Patient identifier: (B)(6). Date of birth (mm/dd/yyyy): (B)(6) 1946. Sex: male. Weight: (B)(6). Date of event (mm/dd/yyyy): (B)(6) 2016. Serial number: (B)(4). Device manufacture date: 05/04/2010. (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). On august 15, 2016, sorin group (B)(4) received a user medwatch report (mw5063842) reporting that a patient was hospitalized in (B)(6) 2015 with a fever of unknown origin. A spleen biopsy tested positive for acid fast bacilli. The patient had undergone full cardiopulmonary bypass surgery on (B)(6) 2015 reportedly involving the use of a sorin heater-cooler system 3t. On september 27, 2016, the customer provided another copy of the user medwatch report which contained additional information about the patient and the device. The report stated that the culture results were received on may 25, 2016, which showed mycobacterium chimaera intracellulare. The patient's past medical history was also provided, which included diabetes, hypertension, thyroid disease, hyperlipemia, stroke, valvular heart disease, and chronic kidney disease. The patient is also a smoker. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The facility originally had three sorin heater-cooler units, which have all been removed from service and replaced with new units. The new units are now placed outside the or.